Manufacturer narrative:
Results: eval of the returned product found the reported issue is confirmed. The unit powers up but there is no sound when weight is removed from sensor. No sound when sensor is detached. Used a known working sensor. Low battery led lens is pushed into the case. Nurse call and low battery functions work as they should. No other tests can be performed since there is no sound. (B)(4).

Event description:
The customer reported the alarm does not sound when weight is released from the sensor and the batteries have been replaced with a new supply. There is no visible damage to the outside of the alarm. The customer reported that this was discovered during use. However, the customer did not provide the date when this occurred. There was no pt incident or injury reported.